Event description:
Dealer stated he attempted to tighten a bracket but it had been tightened so much that the bracket could not be used. Dealer stated that this is a common issue when you have stainless to stainless brackets. Bracket seize up due to adjustment over time. No end user.